Event description:
During an ercp procedure, the physician used a wilson-cook gi aspiration needle with a sideviewing endoscope. The needle was extended to open a pseudo cyst. During retraction, the needle detached into the cyst. A snare was used to remove the needle. Balloon dilation was used to complete the procedure. Post procedure, no harm to the pt was reported.